Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: visual inspection was conducted and there were no signs of physical damage. The tissue filter was missing it was replaced with a new one for functional testing. Functional testing was conducted and the device passed the setup in the cutting testing after obtaining 2 samples a suction error appear on the screen. Additionally, an air leak was heard while it was cutting the tissue. Hence, the complaint can be confirmed. This observation will be monitored and trended. This case was previously reported against the console under the below manufacturer report number: 1222780-2023-00224.

Event description:
It was reported that on (B)(6) a brevera procedure was performed, and during the procedure, the needle lost suction after 2 samples were taken then error. The physician followed all prompts but resulted in having to change to a new needle. This leads to a second incision to complete the procedure. No additional information is available.